Event description:
It was reported that the user received a cartridge alarm while loading their pump, with the alarm history verified and no notable events leading up to it. The alarm recurred even after loading a second cartridge properly, leading to a decision to replace the pump. There was no report on the customer¿s blood glucose level during the event. The customer was informed of the pump replacement, but they declined to share their backup therapy method to ensure insulin delivery continuity. A replacement pump was issued, and instructions were provided for returning the problematic pump to tandem using a pre-paid label.